Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported no delivery alarms during the manual prime and issues with the keypad. The no delivery alarm was not resolved by a battery or set change. The blood glucose reading was 290 mg/dl. She was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. Customer stated that insulin did exit. She was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and customer stated that the insulin pump did not alarm for no delivery. She also reported that buttons became stuck while attempting to deliver a bolus. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.